Event description:
It was reported the dependent patient presented for a standard generator change out. During surgery, the pacemaker failed to deliver pacing and asystole resulted. The pacemaker was exchanged and the patient stabilized. The procedure was completed without further issue. The patient was stable.

Manufacturer narrative:
Analysis was completed. The only damage found was related to procedural damage. Visual examination noted burn marks on device¿s can from exposure to electrosurgical cautery. User¿s manual indicated that electrosurgical cautery could inhibit the pulse generator operation. No electrical issues found with the device.